Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2014. According to the complainant, during preparation while performing functional test, the physician opened the basket but was unable to close and retract the basket back to the sheath after several attempts. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed reportable based on the investigation results: side car-rx pushed back.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. A visual examination of the returned device found heavy residue on the device indicating use/handling and the basket was found to be fully retracted. Physical analysis of the device found side car-rx presented pushback and its proximal end was torn. The customer had marked the handle body with black ink. Functionally, the basket was unable to be extended due to the residue inside the device. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. It appears the customer was looking at the side car-rx pushback and exposed metal cap on the distal end of the coil assembly, mistakenly thought the basket had not fully retracted and reported it as basket won't close. Therefore, the most probable root cause of "not confirmed" is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.